Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and insulin p[ump received error alarm twice during prime process. The customer's blood glucose while hospitalized was over 1000 mg/dl. The date at which customer was hospitalized was not provided. The cause of hospitalization was high blood glucose. The customer declined troubleshoot for high blood glucose. The customer did not experience any symptoms. The customer was advised that to treat high blood glucose with manual injection when blood glucose level was 400 mg/dl. The customer was wearing the insulin pump during the hospitalization. The outcome of hospitalization was customer released and requested to get a different blood sugar kit and provider. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No rewind anomalies noted. Device was monitored and this alarm is generated when a power failure is detected error was noted. Device received with cracked case at the display window corners, display window and reservoir tube lip. Device received with minor scratched display window and case.